Manufacturer narrative:
The subject device was returned to the service department of olympus europa (B)(4) but has not been returned to omsc. The service department of olympus europa (B)(4) checked the subject device for evaluation. It was confirmed that the reported phenomenon. It might have occurred due to the aging deterioration damage. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed during the incoming inspection for repair at the service department of olympus europa (B)(4), that there was the gap around the adhesive of the ultrasound transducer of the subject device. The occurrence date of the event is unknown. There was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. It could not be identified the root cause of the reported phenomenon. However based on the report of the service department of olympus europe se & co. Kg (oekg), omsc presumed there was the possibility this phenomenon was attributed to applying the external force to the distal end of the subject device due to user handling. It has been confirmed that this phenomenon does not occur due to product or manufacturing, and there is no problem with safety. (There is no multiple occurrence.) If additional information becomes available, this report will be supplemented.